Manufacturer narrative:
UDI#: not available since product serial was not provided. Serial and expiration date : not available since product serial number was not provided. Mfg date: not available since product serial number was not provided. Publication - schaefer jl, levine ma, martorana g, koenigsman h, fran smith m, sherwood mb. Failed glaucoma drainage implant: longterm outcomes of a second glaucoma drainage device versus cyclophotocoagulation. Br j ophthalmol. 2015;99(12):1718-1724.

Event description:
It was reported that 5 of 15 eyes had worsening of a visual acuity of 2 snellen lines or more and 4 of 15 eyes developed corneal decompensation following implantation of the baerveldt shunt. It was also reported that 9 of the 15 eyes required additional treatment.

Manufacturer narrative:
Implant date: if implanted; give date(s): specific dates unknown, but noted in article as between (B)(6) 1986 and (B)(6) 2012. Explant date: if explanted; give date: na (not applicable) there was no information indicating the shunts were explanted. Device evaluation: the baerveldt shunts were not returned to the manufacturing site for investigation. Therefore, product investigation was not possible. The reported events could not be confirmed. Manufacturing record review: a review of the manufacturing records was not possible as the serial numbers were unknown, were not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. The dfu includes a section on complications/adverse events for the product. Based on the results of the investigation, the reported complaint was not verified and there is no indication of product deficiency. All pertinent information available to abbott medical optics has been submitted.